Manufacturer narrative:
Over the course of the investigation, it was brought to permobil's attention the serial number initially provided by the reporter, (B)(6), was incorrect. This follow-up report is being submitted as a correction to properly identify the correct device.

Manufacturer narrative:
The suspect component was returned to permobil ab for evaluation. Investigation concluded the sensor for the co-pilot was out of adjustment. Visual examination shown the handle was not in the proper level position needed for normal operation. Interviews with service personnel indicate during their initial evaluation to determine potential issue, they had misaligned the sensor prior to returning to permobil for inspection. With the co-pilot sensor being incorrectly adjusted, the chair may maneuver in a direction that is not desired when the co-pilot is activated. After repositioning the sensor to the correct position, the co-pilot control operated as per design specification with no notable issues. Permobil was unable to confirm the reported event was caused due to misalignment of the sensor in the co-pilot handle as component was reportedly altered prior to inspection. It remains unclear if the co-pilot control was misaligned during use by the attendant and/or inadvertent impacts to the co-pilot handle which could potentially force the sensor to become misaligned. The co-pilot control was replaced with new and device returned to the end-user with no further issues being reported. Follow-up instructions have been relayed to the caregivers as to the proper positioning and operation of the co-pilot control. The DHR was reviewed and device met specification prior to distribution.

Event description:
Received report claiming while the end-user and device where inside an elevator, the attendant attempted to back the device up via the co-pilot attendant control. Reports claim the device drove forward instead of backward subsequently running the device into the elevator wall, pinching the end-users foot. No serious injuries to the end-user were sustained.